Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on an unknown date in early 2022, an unknown size amplatzer amulet left atrial appendage occluder was successfully implanted. Two months post-implant, during a routine exam, a small thrombus was seen via transesophageal echocardiogram (tee). The patient did not show any signs or symptoms. The patient was prescribed warfarin. No patient consequences were reported.

Manufacturer narrative:
An event of thrombus was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Subsequent to the initially filed report, the following information was received that on 19 october 2022, a 34mm amplatzer amulet left atrial appendage occluder was successfully implanted. Heparin was administered during the procedure and the patient's act was recorded at 283. He thrombus that was seen was reported as device related. The amulet device was still implanted at the time of the report. The patient was reported as stable.